Event description:
The clinician reports that the day the implant was placed in ada 7, failure occurred upon insertion. Details of surgery: primary stability not achieved. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.